Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue 6 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was at work when he began having symptoms of slow speech, blurred vision, and a limp arm. The patient¿s cgm was reading 144 mg/dl and the bg meter was reading 500 mg/dl. The nurse at the patient¿s work called the patient¿s wife, who took the patient to the ER (emergency room). At the ER, the patient was treated with insulin and IV fluids. He was discharged home later the same day. The patient was recovering at home at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.